Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle xtra meter was reviewed and the dhrs showed the freestyle xtra meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that he was unable to test due to a frozen display on his adc glucose meter. The customer experienced symptoms of dizziness and light-headedness and was given a bowl of cereal and peanut butter crackers by his wife. An ambulance was called and upon their arrival, paramedics checked his blood pressure which was reportedly "very low" however, no further treatment or medication was provided. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that he was unable to test due to a frozen display on his adc glucose meter. The customer experienced symptoms of dizziness and light-headedness and was given a bowl of cereal and peanut butter crackers by his wife. An ambulance was called and upon their arrival, paramedics checked his blood pressure which was reportedly "very low" however, no further treatment or medication was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of retained strips and cal bar. The meter¿s setup menu was scrolled through and no frozen display was observed. No malfunction or product deficiency was identified.